Manufacturer narrative:
A maquet service technician was asked to inspect the device two days before the event ((B)(4) 2014) because the hospital claimed that the transporter lowered quickly. The maquet technician informed the customer that the hydraulic pump would have to be replaced. The hospital was provided a quotation for this repair but did not request service. The transporter has a hydraulic height adjustment. The device's height is adjusted by means of a foot pedal. To lower the device, one must lift up on the foot pedal. Maquet was not provided the circumstances of the event, but believes for this event to have occurred as reported, the height pedal must have been raised during the cleaning. The hospital removed the transporter from service after the event. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
According to the hospital's incident report; during the cleaning of the system, the hydraulic height adjustment suddenly lowered, crushing the finger of the cleaning technician. As a result, part of the technician's finger had to be amputated. (B)(4).